Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was hospitalized for a possible infection. No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >2000 u/l, polymorphs = 94%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every 5 days and ip ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the events. The pdrn attributed causality to an unspecified touch contamination event. The patient went camping with family and performed continuous ambulatory pd (capd) without utilizing proper hand hygiene while initiating and terminating treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. Per the pdrn, there was no exit site infection (suspects catheter was ¿tugged¿), despite the patient¿s exit site appearing red. The patient was prescribed gentamycin antibiotic cream to be used during daily catheter care as a precautionary measure. Repeat cell count collected on (B)(6) 2024 showed significant improvement, wbc = 185 u/l, polymorphs = 74%.